Event description:
It was reported that stuck on wire occurred. An angiojet zelante thrombectomy catheter was selected for use. During the procedure, the catheter got stuck on the wire due to thrombus. The procedure was completed using with another of the same device and there were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.